Manufacturer narrative:
Patient information: requested, unknown . UDI: n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Review of the manufacturing record and the shipping inspection record of the involved product code/lot# combination confirmed that there were not any indications of anomaly in them. In the assembling process of the handle of involved product, when each material (thumbwheel, spring [mechanism to unlock the thumbwheel], release wire, and kink-resistant protector) is assembled, an image device is used to confirm whether each material is properly installed, and an image record is kept. The image record of the product of the involved product code/lot# was confirmed on 100% basis. No anomaly was found. A search of the complaint file found no other similar report with the involved product code/lot# combination from other facilities. In this case, taking into account the product structure, the following mechanism was inferred as a possible cause. However, since the actual product was not returned, the cause of occurrence could not be clarified. The sliding part was trapped for some factor (e.g. Stenotic lesion). Since that force was greater than the force that pulled the sliding part toward the hand side by rotating the thumbwheel, it was difficult to rotate the thumbwheel. Furthermore, at that time, the catheter (non-moving part) was not held sufficiently. Therefore, the force to wind up only the release wire connected to the sliding part was applied, and compressive force was applied to the shaft, causing waviness. This caused resistance to the pull of the release wire inside the wavy part of shaft, leading to rotation failure of the thumbwheel. Relevant IFU reference: "3-6to maintain the position of the delivery catheter while rotating the thumbwheel, grip the delivery catheter by hand at the operator side (proximal) of the intermediate shaft and do not move the delivery catheter at the operator side of the intermediate shaft."

Event description:
The user facility reported that the involved misago product was inserted to perform radial to peripheral (r2p) by thoracic aorta (tra) in the superficial femoral artery (sfa) case. Attempt to deploy a stent at the lesion. However, since the dial was not rotated, the product was replaced to continue the procedure (with using two misagos). The procedure outcome was no reported. It is unknown if there were any other devices or equipment used with the reported product. The patient was not harmed.